Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 20-sep-2018. The 2.75x28mm promus element plus stent was returned with no issue reported against the device. A promus element plus 2.75x28mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within max crimped stent profile measurement. Balloon profile: the balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 232mm distal to distal end of the strain relief. Multiple hypotube kinks also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-sep-2018. The 2.75x28mm promus element plus stent was returned with no issue reported against the device. A promus element plus 2.75x28mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within max crimped stent profile measurement. Balloon profile: the balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 232mm distal to distal end of the strain relief. Multiple hypotube kinks also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis. It was further reported that the target lesion was 90% stenosed located in the highly calcified and highly tortuous left anterior descending (lad) artery. Following pre-dilatation using a non-compliant balloon, the 2.75x28mm promus element plus stent was advanced to treat the lesion. However, while trying to advance the stent, the shaft was kinked and broke outside the patient's body. The device was removed and the procedure was completed with a non-bsc stent. No patient serious injury or adverse event were reported. The patient's status was stable.

Manufacturer narrative:
Device is a combination product.